Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection open procedure, the staples came out partially and the device did not fire. Another stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of five photos of what appears to be a circular stapler. The visual inspection of the photos noted a tilted anvil with no visible knife impressions. There appears to be one unformed staple on the back of the anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. A definitive root cause could not be determined with regard to the reported conditions. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.